Event description:
It was reported that guidewire is not working properly. It is stuck at the side of the system.additional information received 5/29/2026:on the (B)(6) my colleague tried to place a powerglide in a patient. It was ultrasound guided and they were aiming for the cephalic vein. When the guidewire was introduced there was a slight resistance, when they tried to retract the guidewire there was also resistance, and therefore my colleague tries to retract the whole device. Still some slight resistance when retracting it, but the device can come out when giving a constant, firm traction. When you inspect the device afterwords, it looks like the guide has been introduced through a hole on the side of the tip.the patient got a minor hematoma on the upper arm, but not serious enough to refrain my colleague from placing a new device successfully in the same arm.07/13/2026; it was found during investigation the returned device showed a break in the guidewire and a split along the catheter shaft.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged device and broken guidewire is confirmed and was determined to be use-related. One 18 ga powerglide pro device was returned for evaluation. An initial visual observation of the returned device showed blood residues throughout the powerglide pro. The catheter was returned removed from the powerglide pro housing and needle shaft. A broken portion of the guidewire was observed to be sticking out of the catheter sidewall at the distal end of the catheter shaft. The distal end of the guidewire appeared to be coming out of the distal end of the catheter. The proximal break site of the guidewire was observed to be advanced out of the distal end of the needle shaft. The safety mechanism was engaged upon the return of the device, and the green wings were still attached to the safety mechanism. A microscopic observation revealed the proximal break site of the guidewire core wire to be at an angle with a flat, granular fracture surface and sharp fracture edges. The distal end of the catheter appeared flared and uneven. The split along the catheter shaft was observed to be longitudinal with sharp fracture edges and a granular fracture surface. Abundant blood residues were observed along the device. The guidewire was observed to be extending out from the split in the catheter shaft. The guidewire portion extending out of the split in the catheter shaft was observed to have some unraveled and elongated coils, a sharp bend along the guidewire, and a break in the core wire that appeared to be at an angle. The break in the guidewire and split along the catheter shaft was determined to be related to pulling the devices back against the needle bevel. The IFU states, once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿this complaint will be recorded for future trending and monitoring purposes.